Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 600 mg/dl. It was stated that the customer was vomiting prior to his admission. The nurse declined to troubleshoot the insulin pump, and she requested a representative to come to the hospital to test the device. The nurse also requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.